Event description:
Pulmonetic systems, inc. Received the following report from a representative of user facility. Unit continuously reboots when connected to patient. Vent is not autocycling, but turning on and off. No patient harm reported.